Event description:
The patient was reportedly experiencing headache, pain, dizziness and vomiting with device use. The patient was hospitalized two days post-surgery and was treated with morphine and narcotics to manage the pain. On (B)(6) 2014, the patient was treated with antibiotics (type unknown) and pain killers in the emergency room due to debilitating headache pain. Programming could not be completed due to non-auditory sensations. The surgeon confirmed that the implant site was not infected. The patient has been cleared to use the device. The patient's surgeon confirmed that the electrode array is in place and removed wax from the ear. The pain only occurs when the device is in use and the surgical site is reportedly tender. The patient continues to be monitored.